Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
During a dist fem gmrs surgery, it was noted that the correct tibial rotating component was not present and/or available. Surgeon was advised and presented with option to use (B)(4) surgery was completed as normal and no adverse effects were seen.